Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received a compromised force sensor system error. The customer's blood glucose level was 90 mg/dl. It was reported that during seating, the force sensor did not detect the reservoir. The customer was advised to revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.